Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was initially reported that the pump was over-delivering insulin. Customer declined tandem technical support¿s (cts) offer to perform a pump system check and disconnected from call to speak to a clinical diabetes specialist (cds) who was calling. Upon follow up, cds reported that the customer had inadvertently changed the pump basal setting from 0.8 to 8.0 and then back to 0.7 units per hour. Blood glucose ranged from 48-60 mg/dl. Customer's daughter assisted with treating the low bg. Bg elevated to 134 mg/dl. Reportedly, the basal rate was corrected after discussing event with customer's healthcare provider.